Manufacturer narrative:
Evaluation results: unapproved use of device (device intended to treat the internal, external or common iliac arteries). Related to operational context (physician had to push the device to intended site). No results available since no evaluation was performed. (No device received for evaluation). Evaluation conclusion: off ¿label, unapproved or contraindicated use (device intended to treat the internal, external or common iliac arteries). Operational context caused or contributed to the event (physician had to push the device to intended site). (B)(4).

Event description:
It was reported that during a procedure to treat a lesion in the proximal lad using the assurant cobalt device, the physician noted the device was damaged while pushing the device to the lesion site. No clinical sequelae were reported.